Manufacturer narrative:
D1: corrected device name. D4: corrected device catalog number, lot number, and UDI number, expiration date. D9: updated devices return information. H4: corrected manufacturer date.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 84-year-old male with a history of acute myocardial infarction complicated by cardiogenic shock was initially treated with inotropes, vasopressors, and an intra-aortic balloon pump for left-sided mechanical circulatory support. Due to persistent hemodynamic instability and evidence of right ventricular dysfunction, the heart team elected to implant an impella rp flex for right-sided mechanical circulatory support. Following implantation, the patient¿s pulmonary artery pulsatility index (papi) improved from 0.4 to 1.1, indicating improved right ventricular performance with impella rp flex support. Approximately one hour after placement of a central line for continuous renal replacement therapy (crrt), the automated impella controller displayed a placement signal not reliable (psnr) alarm. The patient remained hemodynamically stable despite the alarm. The clinical team utilized alternative approved hemodynamic monitoring devices to assess and guide management. No interruption in impella support was reported. The following day, the clinical team developed concern for possible sepsis based on evolving clinical indicators and obtained blood cultures. Over the subsequent days: the patient tolerated weaning of inotropes and vasopressors. He received 1 unit of packed red blood cells for anemia, which was suspected to be related to hemolysis. Impella rp flex support continued to provide hemodynamic stability during ongoing management. After 10 days of impella rp flex support, the device was: successfully weaned, and removed without complication. During rp flex support, the placement signal unreliable alarm became active. A clinical support call was made and the rn was walked through how to disable the alarm audio. No change in pt hemodynamics. It was later noted in the complaint that the care team suspected hemolysis with hg 7.2 and gave blood to the patient. Overall, this complaint is considered a reportable malfunction.